Manufacturer narrative:
Exemption number e2015058. (B)(4). Device evaluated by manufacturer? Distributor not able to export.

Event description:
Adult patient prompt with child pad-pak. No patient involved.